Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook günther tulip filter (B)(4). Information regarding the event has not been provided. It has not been possible to investigate this event based on the limited information, and we are closing the report until further information is received. If additional information is received, the report will be re-opened for further investigation.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009 ((B)(4)) and a gunther tulip filter on (B)(6) 2011 ((B)(4))". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot # is unknown. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009 ((B)(6)) and a gunther tulip filter on (B)(6) 2011 ((B)(6))." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). PMA 510(k) - k032426. Outcomes attributed to device: vena cava perforation (listed in IFU). Organ perforation (not in IFU). Penetration of ivc wall and right psoas (not in IFU). Failed retrieval attempt due to filter thrombus (listed in IFU).

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009 (B)(4) and a gunther tulip filter on (B)(6) 2011 (B)(4)". Additional information received 2/14/2017 - medical records including lot number information for (B)(6) 2011 ivc filter placement. Outcomes attributed to device, as follows. Vena cava perforation; organ perforation; penetration of the ivc wall and right psoas; failed retrieval attempt due to filter thrombus. Two attempts to retrieve filter- 2/27/2011 - unsuccessful; filter removed on (B)(6) 2011.

Manufacturer narrative:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc. (B)(4).